Event description:
Customer reported that the unit will not power on. They have replaced the batteries with a new supply. There is no sign of battery leakage and corrosion in the battery compartment. The battery springs are not bent. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue that the alarm did not power on. Eval revealed that the unit was tested and retested, the unit powers up each time with no intermittency observed. However, when set to voice and tone mode, only the voice plays than the unit remains silent. Normally the voice should play followed by a continuous sound. Also when set to voice mode, the voice plays only once then unit remains silent. Normally the voice should play continuously. (B)(4).